Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid and bupivacaine dose and concentration not reported via an implantable pump. The indications for use was non-malignant pain and failed back syndrome-other. It was reported that the patient was apparently hospitalized (dates unknown at the time of the report) for symptoms of overdose twice in 10 days. The patient's family was upset because they feel that no one did "extra math" at the time to determine if the reservoir volume was accurate, nor did they aspirate the pump to check the volume. The dosage was decreased by 50%. The patient was also given narcan and "it stopped everything". The clinic did not have the exact information from the hospital. It was discussed with patient how flow rate is determined and how clinic measures actual and expected volume at refills. The clinic will try to obtain all pump telemetry printouts from last refill, thru hospitalization to current and they planned to go over flow rate and volume at appointment on (B)(6) 2016. The patient's dosage has been decreased and continuing to be decreased for planned explant in (B)(6) 2016. The family just wants to make absolutely sure that the pump did not cause these events and wants to "have the math done" to cross check expected volumes on printouts. It was noted that the physician's did not think it was the pump that caused these events. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being weaned down on pump for planned explant, as she felt it was not working. Apparently the patient had 2 admissions in the last 6 months with a diagnosis of narcotic overdose, but no narcotics were found in urine screen. The patient apparently responded to narcan, but the physician does not feel she had any narcotic overdose. The patient's son still thinks that something was wrong with the pump and was requesting analysis, especially for volume discrepancy. The expected volume today before her explant was 12.2 ml, and the actual volume withdrawn was 13 ml. It was noted that the patient was asymptomatic today. The patient¿s son reported that a neuro consult revealed that the patient had an abnormal eeg. The patient was currently being evaluated by a neurologist. The pump was explanted (B)(6) 2016. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
Analysis of the pump identified overinfusion with an undetermined root cause. Analysis of the catheter identified coring/cuts/tears in the seal of the sutureless connector. Leaking was identified. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider on 2016-oct-19. It was reported that there were no programming errors or other factors identified that might have contributed to the patient's overdose symptoms. The results of the abnormal eeg were unknown; it was stated that there was no indication that the device/therapy had contributed to the patient's abnormal eeg results. It was stated that it was it was unknown when the patient first started experiencing the overdose symptoms. It was reported that the patient had not made a full recovery post implant explant, as they had experienced another episode post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.